Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the system displayed a message and locked. The procedure was completed with an alternate system. There was no harm to the patient.